Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated from its proper location/migration of essure device"), pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)") and uterine haemorrhage ("uterine bleeding") in a (B)(6) female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician made several attempts to locate and remove the device, but could not locate it" on (B)(6) 2015, device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "failure of the device". The patient's past medical history included multigravida, parity 3 ((B)(6)) and spontaneous abortion. Concurrent conditions included overweight, upper respiratory infection, dry cough, nasal congestion, chills, shortness of breath, runny nose, sore throat, preterm labour, anemia, uterine bleeding and anaesthesia. Family history included diabetes (mother) and hypertension (mother). Concomitant products included betamethasone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion hospitalization), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was hospitalized (B)(6) 2014. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (tubal ligation,diagnostic laparoscopy,dilation and curettage.). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, uterine haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered device dislocation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. On (B)(6) 2014: pathology report showed diagnosis included preterm third semester placenta and 2b.0cm trivascular cord segment,vaginal delivery:no pathologic features.note: thin meconium was noted at the time of membrane rupture.although no gross or microscopic meconium staining of the placenta is found,it should be noted that it can take several hours of exposure to meconium to result in tissue pigmentation. Pre-operative diagnosis included 34+4 weeks,no known drug allergies,active rupture of membranes (B)(6) 2014 at 16-11,thin meconium.post- operative diagnosis included date of birth (B)(6) 2014,time of birth-1928,weight at delivery-(B)(6).,apgar's-9/9,vagina~delivery of male infant, (B)(6) 2014.gross description showed the specimen is labeled "patient name".received in formalin ia an ovoid placenta with a trimmed weight of (B)(6).the tan fetal membranesare complete and intact with a site of rupture 6.0cm from the nearestdisc margin.the three vessel eccentrically inserted umbilical cord is normally coiled and measures 28.0cm in ~ length and upto 1.1mm in diameter with no knots.the fetal surface is blue gray with normal vascular arborization.there is no significant subchorionic fibrin deposition and no meconium staining noted.the maternal surface shows intact cotyledons with serial sections revealing no significant areas of hemorrhage or infarction.representative sections are admitted in cassettes1-3.microscopic description showed the trivascular cord and fetal membranes are free of acute inflammation.no meconium macrophage are detected in the amniotic stroma.the third trimester chorionic villi are free of villi tis and infarcts. *(B)(6) 2015:pathology report showed diagnosis: uterine contents:- thickened, polypoid endometrium and smooth muscle. See note-chronic endometritis, endometrial sloughing.note: this case contains polypoid fragments of endometrium and abundant smooth muscle tissue.while the smooth muscle may simply be the base of the polypoid thickened areas of endometrium, there is a rare polypoid uterine tumor (benign) known as "atypical polypoid adenomyoma. These lesions often have areas of complex hyperplasia-appearing glands, not identified in this lesion. They generally occur as solitary polypoid lesions in the lower portion of the uterine cavity. Clinical correlation with uterine ultrasound is advised.gross description:received is one formalin-filled container labeled "(B)(6), uterine contents". Receive in formalin in tissue suction bag are scant fragments of red blood clots and soft tissue measuring in aggregate 2.6 x 1.7 x 0.6 cm. The fragments are entirely submitted in cassettes 1 and 2.microscopic description: all tissue is examined on three levels. It consists of thickened, polypoid portions of endometrium in which there are well spaced tubular glands lined by columnar cells with basally oriented nuclei. No mitotic activity or secretory changes are observed in the glands. The glands are separated by spindled stroma containing numerous scattered lymphocytes and plasma cells. Focally, one gland contains a collection of neutrophils. There are foci of sloughing characterized by the presence of blood and fibrin thrombi. Thick walled blood vessels and a moderate amount of smooth muscle stroma are seen within the cores and at the base of the polypoid fragments. There is no gland crowding, epithelial atypia or malignancy. Concerning the injuries reported in this case,the following one/ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events extracted from pfs are abnormal bleeding (vaginal,menorrhagia), she did not undergo essure confirmation test and pelvic pain. Concomitant diseases, historical condition, lab test added. Event uterine bleeding was added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated from its proper location/migration of essure device"), uterine haemorrhage ("uterine bleeding") and pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)") in a 38-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician made several attempts to locate and remove the device, but could not locate it" on (B)(6) 2015, device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "failure of the device". The patient's past medical history included multigravida, parity 3 ((B)(6) 1999, (B)(6) 2011, (B)(6) 2014), spontaneous abortion and tubal ligation. Concurrent conditions included overweight, upper respiratory infection, dry cough, nasal congestion, chills, shortness of breath, runny nose, sore throat, preterm labour, anemia, uterine bleeding and anaesthesia. Family history included diabetes (mother) and hypertension (mother). Concomitant products included betamethasone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 3 years after insertion and 1 day after removal of essure, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and complication of device removal ("other injury (ies) or complication (s) please describe: failed removal, unable to locate device."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (diagnostic laparoscopy, dilation and curettage) and surgery (diagnostic laparoscopy, dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, device expulsion, vaginal haemorrhage, menorrhagia, complication of device removal and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, complication of device removal, device dislocation, device expulsion, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. (B)(6) 2014:pathology report showed diagnosis included preterm third semester placenta and 2b.0cm trivascular cord segment,vaginal delivery:no pathologic features.note:thin meconium was noted at the time of membrane rupture.although no gross or microscopic meconium staining of the placenta is found,it should be noted that it can take several hours of exposure to meconium to result in tissue pigmentation. Pre-operative diagnosis included 34+4 weeks,no known drug allergies,active rupture of membranes (B)(6) 2014 at 16-11,thin meconium.post- operative diagnosis included date of birth- (B)(6) 2014,time of birth-1928,weight at delivery-5lbs 10 oz.,apgar's-9/9,vagina~delivery of male infant,edc-(B)(6) 2014.gross description showed the specimen is labeled"patient name".received in formalin ia an ovoid placenta with a trimmed weight of 452.5g and measures 15.0*15.6 by approximtaely 1.4cm.the tan fetal membranesare complete and intact with a site of rupture 6.0cm from the nearestdisc margin.the three vessel eccentrically inserted umbilical cord is normally coiled and measures 28.0cm in ~ length and upto 1.1mm in diameter with no knots.the fetal surface is blue gray with normal vascular arborization.there is no significant subchorionic fibrin deposition and no meconium staining noted.the maternal surface shows intact cotyledons with serial sections revealing no significant areas of hemorrhage or infarction.representative sections are admitted in cassettes1-3.microscopic description showed the trivascular cord and fetal membranes are free of acute inflammation.no meconium macrophage are detected in the amniotic stroma.the third trimester chorionic villi are free of villi tis and infarcts. (B)(6) 2015:pathology report showed diagnosis: uterine contents:- thickened, polypoid endometrium and smooth muscle. See note-chronic endometritis, endometrial sloughing.note: this case contains polypoid fragments of endometrium and abundant smooth muscle tissue.while the smooth muscle may simply be the base of the polypoid thickened areas of endometrium, there is a rare polypoid uterine tumor (benign) known as "atypical polypoid adenomyoma. These lesions often have areas of complex hyperplasia-appearing glands, not identified in this lesion. They generally occur as solitary polypoid lesions in the lower portion of the uterine cavity. Clinical correlation with uterine ultrasound is advised.gross description:received is one formalin-filled container labeled "hernandez, monique, uterine contents". Receive in formalin in tissue suction bag are scant fragments of red blood clots and soft tissue measuring in aggregate 2.6 x 1.7 x 0.6 cm. The fragments are entirely submitted in cassettes 1 and 2.microscopic description: all tissue is examined on three levels. It consists of thickened, polypoid portions of endometrium in which there are well spaced tubular glands lined by columnar cells with basally oriented nuclei. No mitotic activity or secretory changes are observed in the glands. The glands are separated by spindled stroma containing numerous scattered lymphocytes and plasma cells. Focally, one gland contains a collection of neutrophils. There are foci of sloughing characterized by the presence of blood and fibrin thrombi. Thick walled blood vessels and a moderate amount of smooth muscle stroma are seen within the cores and at the base of the polypoid fragments. There is no gland crowding, epithelial atypia or malignancy. Concerning the injuries reported in this case,the following one/ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received, event added- mental anguish. Events onset date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated from its proper location/migration of essure device"), uterine haemorrhage ("uterine bleeding") and pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)") in a 38-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician made several attempts to locate and remove the device, but could not locate it" on (B)(6) 2015, device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "failure of the device". The patient's past medical history included multigravida, parity 3 ((B)(6) 1999, (B)(6) 2011,(B)(6) 2014), spontaneous abortion and tubal ligation. Concurrent conditions included overweight, upper respiratory infection, dry cough, nasal congestion, chills, shortness of breath, runny nose, sore throat, preterm labour, anemia, uterine bleeding and anaesthesia. Family history included diabetes (mother) and hypertension (mother). Concomitant products included betamethasone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and complication of device removal ("other injury (ies) or complication (s) please describe: failed removal, unable to locate device."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (diagnostic laparoscopy, dilation and curettage) and surgery (diagnostic laparoscopy, dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, device expulsion, vaginal haemorrhage, menorrhagia and complication of device removal outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered complication of device removal, device dislocation, device expulsion, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. (B)(6) 2014:pathology report showed diagnosis included preterm third semester placenta and 2b.0cm trivascular cord segment,vaginal delivery:no pathologic features.note:thin meconium was noted at the time of membrane rupture.although no gross or microscopic meconium staining of the placenta is found,it should be noted that it can take several hours of exposure to meconium to result in tissue pigmentation. Pre-operative diagnosis included 34+4 weeks, no known drug allergies, active rupture of membranes (B)(6) 2014 at 16-11,thin meconium.post- operative diagnosis included date of birth (B)(6) 2014, time of birth-1928, weight at delivery-5lbs 10 oz., apgar's-9/9,vagina~delivery of male infant,edc (B)(6) 2014.gross description showed the specimen is labeled"patient name". Received in formalin ia an ovoid placenta with a trimmed weight of 452.5g and measures 15.0*15.6 by approximately 1.4cm. The tan fetal membranes are complete and intact with a site of rupture 6.0cm from the nearest disc margin. The three vessel eccentrically inserted umbilical cord is normally coiled and measures 28.0cm in ~ length and upto 1.1mm in diameter with no knots. The fetal surface is blue gray with normal vascular arborization.there is no significant subchorionic fibrin deposition and no meconium staining noted.the maternal surface shows intact cotyledons with serial sections revealing no significant areas of hemorrhage or infarction.representative sections are admitted in cassettes1-3.microscopic description showed the trivascular cord and fetal membranes are free of acute inflammation.no meconium macrophage are detected in the amniotic stroma.the third trimester chorionic villi are free of villi tis and infarcts. (B)(6) 2015: pathology report showed diagnosis: uterine contents:- thickened, polypoid endometrium and smooth muscle. See note-chronic endometritis, endometrial sloughing.note: this case contains polypoid fragments of endometrium and abundant smooth muscle tissue. While the smooth muscle may simply be the base of the polypoid thickened areas of endometrium, there is a rare polypoid uterine tumor (benign) known as "atypical polypoid adenomyoma. These lesions often have areas of complex hyperplasia-appearing glands, not identified in this lesion. They generally occur as solitary polypoid lesions in the lower portion of the uterine cavity. Clinical correlation with uterine ultrasound is advised.gross description:received is one formalin-filled container labeled "(B)(6), uterine contents". Receive in formalin in tissue suction bag are scant fragments of red blood clots and soft tissue measuring in aggregate 2.6 x 1.7 x 0.6 cm. The fragments are entirely submitted in cassettes 1 and 2.microscopic description: all tissue is examined on three levels. It consists of thickened, polypoid portions of endometrium in which there are well spaced tubular glands lined by columnar cells with basally oriented nuclei. No mitotic activity or secretory changes are observed in the glands. The glands are separated by spindled stroma containing numerous scattered lymphocytes and plasma cells. Focally, one gland contains a collection of neutrophils. There are foci of sloughing characterized by the presence of blood and fibrin thrombi. Thick walled blood vessels and a moderate amount of smooth muscle stroma are seen within the cores and at the base of the polypoid fragments. There is no gland crowding, epithelial atypia or malignancy. Concerning the injuries reported in this case,the following one/ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter, essure start and stop date were updated ,new events expulsion of essure device, other injury (ies) or complication (s) please describe: failed removal, unable to locate device were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated from its proper location/migration of essure device'), uterine haemorrhage ('uterine bleeding') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure (batch no. A4764 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of the device" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 1999, (B)(6) 2011,(B)(6) 2014), spontaneous abortion, tubal ligation and diarrhea. *(B)(6) 2014:pathology report showed diagnosis included preterm third semester placenta and 2b.0cm trivascular cord segment,vaginal delivery:no pathologic features.note:thin meconium was noted at the time of membrane rupture.although no gross or microscopic meconium staining of the placenta is found,it should be noted that it can take several hours of exposure to meconium to result in tissue pigmentation. Pre-operative diagnosis included 34+4 weeks,no known drug allergies,active rupture of membranes (B)(6) 2014 at 16-11,thin meconium.post- operative diagnosis included date of birth (B)(6) 2014,time of birth-1928,weight at delivery-5lbs 10 oz.,apgar's-9/9,vagina~delivery of male infant,edc (B)(6) 2014. Gross description showed the specimen is labeled"patient name".received in formalin ia an ovoid placenta with a trimmed weight of 452.5g and measures 15.0*15.6 by approximtaely 1.4cm.the tan fetal membranesare complete and intact with a site of rupture 6.0cm from the nearestdisc margin.the three vessel eccentrically inserted umbilical cord is normally coiled and measures 28.0cm in ~ length and upto 1.1mm in diameter with no knots.the fetal surface is blue gray with normal vascular arborization.there is no significant subchorionic fibrin deposition and no meconium staining noted.the maternal surface shows intact cotyledons with serial sections revealing no significant areas of hemorrhage or infarction.representative sections are admitted in cassettes1-3.microscopic description showed the trivascular cord and fetal membranes are free of acute inflammation.no meconium macrophage are detected in the amniotic stroma.the third trimester chorionic villi are free of villi tis and infarcts. * (B)(6) 2015:pathology report showed diagnosis: uterine contents:- thickened, polypoid endometrium and smooth muscle. See note-chronic endometritis, endometrial sloughing.note: this case contains polypoid fragments of endometrium and abundant smooth muscle tissue.while the smooth muscle may simply be the base of the polypoid thickened areas of endometrium, there is a rare polypoid uterine tumor (benign) known as "atypical polypoid adenomyoma. These lesions often have areas of complex hyperplasia-appearing glands, not identified in this lesion. They generally occur as solitary polypoid lesions in the lower portion of the uterine cavity. Clinical correlation with uterine ultrasound is advised.gross description:received is one formalin-filled container labeled "hernandez, monique, uterine contents". Receive in formalin in tissue suction bag are scant fragments of red blood clots and soft tissue measuring in aggregate 2.6 x 1.7 x 0.6 cm. The fragments are entirely submitted in cassettes 1 and 2.microscopic description: all tissue is examined on three levels. It consists of thickened, polypoid portions of endometrium in which there are well spaced tubular glands lined by columnar cells with basally oriented nuclei. No mitotic activity or secretory changes are observed in the glands. The glands are separated by spindled stroma containing numerous scattered lymphocytes and plasma cells. Focally, one gland contains a collection of neutrophils. There are foci of sloughing characterized by the presence of blood and fibrin thrombi. Thick walled blood vessels and a moderate amount of smooth muscle stroma are seen within the cores and at the base of the polypoid fragments. There is no gland crowding, epithelial atypia or malignancy. Concurrent conditions included overweight, upper respiratory infection, dry cough, nasal congestion, chills, shortness of breath, runny nose, sore throat, preterm labour, anemia, uterine bleeding and anaesthesia. Family history included diabetes (mother) and hypertension (mother). Concomitant products included betamethasone and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"), 3 years after insertion and 1 day after removal of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). In 2014, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)/pregnancy (no complications)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device removal failed ("physician made several attempts to locate and remove the device, but could not locate it"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("other injury (ies) or complication (s) please describe: failed removal, unable to locate device.") And endometritis (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, device expulsion, device removal failed, vaginal haemorrhage, menorrhagia, complication of device removal, anxiety, depression and endometritis outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device dislocation, device expulsion, device removal failed, endometritis, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and complication of device removal to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She is currently planning for essure removal. She received treatment for bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case,the following one/ones were described in patient¿s medical records: uterine haemorrhage..lot number reported a4764 is inv. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated from its proper location/migration of essure device') and uterine haemorrhage ('uterine bleeding') in a 35-year-old female patient who had essure (batch no. A4764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of the device" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 ( (B)(6) 1999,(B)(6) 2011,(B)(6) 2014), spontaneous abortion, tubal ligation and diarrhea. *(B)(6) 2014:pathology report showed diagnosis included preterm third semester placenta and 2b.0cm trivascular cord segment,vaginal delivery:no pathologic features. Note:thin meconium was noted at the time of membrane rupture. Although no gross or microscopic meconium staining of the placenta is found,it should be noted that it can take several hours of exposure to meconium to result in tissue pigmentation. Pre-operative diagnosis included 34+4 weeks,no known drug allergies,active rupture of membranes (B)(6) 2014 at 16-11,thin meconium. Post- operative diagnosis included date of birth (B)(6) 2014,time of birth-1928,weight at delivery-5lbs 10 oz.,apgar's-9/9,vagina~delivery of male infant,edc(B)(6) 2014. Gross description showed the specimen is labeled"patient name".received in formalin ia an ovoid placenta with a trimmed weight of 452.5g and measures 15.0*15.6 by approximately 1.4cm. The tan fetal membranesare complete and intact with a site of rupture 6.0cm from the nearest disc margin. The three vessel eccentrically inserted umbilical cord is normally coiled and measures 28.0cm in ~ length and upto 1.1mm in diameter with no knots.the fetal surface is blue gray with normal vascular arborization. There is no significant subchorionic fibrin deposition and no meconium staining noted. The maternal surface shows intact cotyledons with serial sections revealing no significant areas of hemorrhage or infarction. Representative sections are admitted in cassettes1-3.microscopic description showed the trivascular cord and fetal membranes are free of acute inflammation.no meconium macrophage are detected in the amniotic stroma. The third trimester chorionic villi are free of villi tis and infarcts. (B)(6) 2015:pathology report showed diagnosis: uterine contents:- thickened, polypoid endometrium and smooth muscle. See note-chronic endometritis, endometrial sloughing. Note: this case contains polypoid fragments of endometrium and abundant smooth muscle tissue. While the smooth muscle may simply be the base of the polypoid thickened areas of endometrium, there is a rare polypoid uterine tumor (benign) known as "atypical polypoid adenomyoma. These lesions often have areas of complex hyperplasia-appearing glands, not identified in this lesion. They generally occur as solitary polypoid lesions in the lower portion of the uterine cavity. Clinical correlation with uterine ultrasound is advised. Gross description:received is one formalin-filled container labeled "hernandez, monique, uterine contents". Receive in formalin in tissue suction bag are scant fragments of red blood clots and soft tissue measuring in aggregate 2.6 x 1.7 x 0.6 cm. The fragments are entirely submitted in cassettes 1 and 2.microscopic description: all tissue is examined on three levels. It consists of thickened, polypoid portions of endometrium in which there are well spaced tubular glands lined by columnar cells with basally oriented nuclei. No mitotic activity or secretory changes are observed in the glands. The glands are separated by spindled stroma containing numerous scattered lymphocytes and plasma cells. Focally, one gland contains a collection of neutrophils. There are foci of sloughing characterized by the presence of blood and fibrin thrombi. Thick walled blood vessels and a moderate amount of smooth muscle stroma are seen within the cores and at the base of the polypoid fragments. There is no gland crowding, epithelial atypia or malignancy. Concurrent conditions included overweight, upper respiratory infection, dry cough, nasal congestion, chills, shortness of breath, runny nose, sore throat, preterm labour, anemia, uterine bleeding and anaesthesia. Family history included diabetes (mother) and hypertension (mother). Concomitant products included betamethasone and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"), 3 years after insertion and 1 day after removal of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). In 2014, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)/pregnancy (no complications)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device removal failed ("physician made several attempts to locate and remove the device, but could not locate it"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("other injury (ies) or complication (s) please describe: failed removal, unable to locate device.") And endometritis ("chronic endometritis"). The patient was treated with surgery (diagnostic laparoscopy, dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, device expulsion, device removal failed, vaginal haemorrhage, menorrhagia, complication of device removal, anxiety, depression and endometritis outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device dislocation, device expulsion, device removal failed, endometritis, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and complication of device removal to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She is currently planning for essure removal. She received treatment for bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case,the following one/ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated from its proper location/migration of essure device'), uterine haemorrhage ('uterine bleeding') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure (batch no. A4764 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of the device" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 ( (B)(6) 1999, (B)(6) 2011,(B)(6) 2014), spontaneous abortion, tubal ligation and diarrhea. (B)(6) 2014:pathology report showed diagnosis included preterm third semester placenta and 2b.0cm trivascular cord segment,vaginal delivery:no pathologic features. Note:thin meconium was noted at the time of membrane rupture. Although no gross or microscopic meconium staining of the placenta is found,it should be noted that it can take several hours of exposure to meconium to result in tissue pigmentation. Pre-operative diagnosis included 34+4 weeks,no known drug allergies,active rupture of membranes (B)(6) 2014 at 16-11,thin meconium. Post- operative diagnosis included date of birth(B)(6) 2014,time of birth-1928,weight at delivery-5lbs 10 oz.,apgar's-9/9,vagina~delivery of male infant,edc (B)(6) 2014. Gross description showed the specimen is labeled"patient name".received in formalin ia an ovoid placenta with a trimmed weight of 452.5g and measures 15.0*15.6 by approximately 1.4cm. The tan fetal membranesare complete and intact with a site of rupture 6.0cm from the nearestdisc margin.the three vessel eccentrically inserted umbilical cord is normally coiled and measures 28.0cm in ~ length and upto 1.1mm in diameter with no knots.the fetal surface is blue gray with normal vascular arborization. There is no significant subchorionic fibrin deposition and no meconium staining noted. The maternal surface shows intact cotyledons with serial sections revealing no significant areas of hemorrhage or infarction. Representative sections are admitted in cassettes1-3.microscopic description showed the trivascular cord and fetal membranes are free of acute inflammation. No meconium macrophage are detected in the amniotic stroma. The third trimester chorionic villi are free of villi tis and infarcts. (B)(6) 2015:pathology report showed diagnosis: uterine contents:- thickened, polypoid endometrium and smooth muscle. See note-chronic endometritis, endometrial sloughing. Note: this case contains polypoid fragments of endometrium and abundant smooth muscle tissue. While the smooth muscle may simply be the base of the polypoid thickened areas of endometrium, there is a rare polypoid uterine tumor (benign) known as "atypical polypoid adenomyoma. These lesions often have areas of complex hyperplasia-appearing glands, not identified in this lesion. They generally occur as solitary polypoid lesions in the lower portion of the uterine cavity. Clinical correlation with uterine ultrasound is advised. Gross description:received is one formalin-filled container labeled "hernandez, monique, uterine contents". Receive in formalin in tissue suction bag are scant fragments of red blood clots and soft tissue measuring in aggregate 2.6 x 1.7 x 0.6 cm. The fragments are entirely submitted in cassettes 1 and 2.microscopic description: all tissue is examined on three levels. It consists of thickened, polypoid portions of endometrium in which there are well spaced tubular glands lined by columnar cells with basally oriented nuclei. No mitotic activity or secretory changes are observed in the glands. The glands are separated by spindled stroma containing numerous scattered lymphocytes and plasma cells. Focally, one gland contains a collection of neutrophils. There are foci of sloughing characterized by the presence of blood and fibrin thrombi. Thick walled blood vessels and a moderate amount of smooth muscle stroma are seen within the cores and at the base of the polypoid fragments. There is no gland crowding, epithelial atypia or malignancy. Concurrent conditions included overweight, upper respiratory infection, dry cough, nasal congestion, chills, shortness of breath, runny nose, sore throat, preterm labour, anemia, uterine bleeding and anaesthesia. Family history included diabetes (mother) and hypertension (mother). Concomitant products included betamethasone and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"), 3 years after insertion and 1 day after removal of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). In 2014, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)/pregnancy (no complications)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device removal failed ("physician made several attempts to locate and remove the device, but could not locate it"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("other injury (ies) or complication (s) please describe: failed removal, unable to locate device.") And endometritis (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, device expulsion, device removal failed, vaginal haemorrhage, menorrhagia, complication of device removal, anxiety, depression and endometritis outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device dislocation, device expulsion, device removal failed, endometritis, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and complication of device removal to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She is currently planning for essure removal. She received treatment for bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries reported in this case,the following one/ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated from its proper location/migration of essure device') and uterine haemorrhage ('uterine bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of the device" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 1999, (B)(6) 2011, (B)(6) 2014), spontaneous abortion, tubal ligation and diarrhea. Concurrent conditions included overweight, upper respiratory infection, dry cough, nasal congestion, chills, shortness of breath, runny nose, sore throat, preterm labour, anemia, uterine bleeding and anaesthesia. Family history included diabetes (mother) and hypertension (mother). Concomitant products included betamethasone and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"), 3 years after insertion and 1 day after removal of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). In 2014, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)/pregnancy (no complications)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device removal failed ("physician made several attempts to locate and remove the device, but could not locate it"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("other injury (ies) or complication (s) please describe: failed removal, unable to locate device.") And endometritis ("chronic endometritis"). The patient was treated with surgery (diagnostic laparoscopy, dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, device expulsion, device removal failed, vaginal haemorrhage, menorrhagia, complication of device removal, anxiety, depression and endometritis outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device dislocation, device expulsion, device removal failed, endometritis, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and complication of device removal to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. On (B)(6) 2014:pathology report showed diagnosis included preterm third semester placenta and 2b.0cm trivascular cord segment,vaginal delivery:no pathologic features. Note:thin meconium was noted at the time of membrane rupture. Although no gross or microscopic meconium staining of the placenta is found,it should be noted that it can take several hours of exposure to meconium to result in tissue pigmentation. Pre-operative diagnosis included 34+4 weeks,no known drug allergies,active rupture of membranes (B)(6) 2014 at 16-11,thin meconium. Post- operative diagnosis included date of birth-(B)(6) 2014,time of birth-1928,weight at delivery-5lbs 10 oz.,apgar's-9/9,vagina~delivery of male infant,edc-(B)(6) 2014. Gross description showed the specimen is labeled"patient name".received in formalin ia an ovoid placenta with a trimmed weight of 452.5g and measures 15.0*15.6 by approximately 1.4cm. The tan fetal membranes are complete and intact with a site of rupture 6.0cm from the nearest disc margin. The three vessel eccentrically inserted umbilical cord is normally coiled and measures 28.0cm in ~ length and upto 1.1mm in diameter with no knots. The fetal surface is blue gray with normal vascular arborization. There is no significant subchorionic fibrin deposition and no meconium staining noted. The maternal surface shows intact cotyledons with serial sections revealing no significant areas of hemorrhage or infarction. Representative sections are admitted in cassettes 1-3. Microscopic description showed the trivascular cord and fetal membranes are free of acute inflammation. No meconium macrophage are detected in the amniotic stroma. The third trimester chorionic villi are free of villi tis and infarcts. On (B)(6) 2015:pathology report showed diagnosis: uterine contents:- thickened, polypoid endometrium and smooth muscle. See note-chronic endometritis, endometrial sloughing. Note: this case contains polypoid fragments of endometrium and abundant smooth muscle tissue. While the smooth muscle may simply be the base of the polypoid thickened areas of endometrium, there is a rare polypoid uterine tumor (benign) known as "atypical polypoid adenomyoma. These lesions often have areas of complex hyperplasia-appearing glands, not identified in this lesion. They generally occur as solitary polypoid lesions in the lower portion of the uterine cavity. Clinical correlation with uterine ultrasound is advised. Gross description:received is one formalin-filled container labeled "(B)(6) , uterine contents". Receive in formalin in tissue suction bag are scant fragments of red blood clots and soft tissue measuring in aggregate 2.6 x 1.7 x 0.6 cm. The fragments are entirely submitted in cassettes 1 and 2. Microscopic description: all tissue is examined on three levels. It consists of thickened, polypoid portions of endometrium in which there are well spaced tubular glands lined by columnar cells with basally oriented nuclei. No mitotic activity or secretory changes are observed in the glands. The glands are separated by spindled stroma containing numerous scattered lymphocytes and plasma cells. Focally, one gland contains a collection of neutrophils. There are foci of sloughing characterized by the presence of blood and fibrin thrombi. Thick walled blood vessels and a moderate amount of smooth muscle stroma are seen within the cores and at the base of the polypoid fragments. There is no gland crowding, epithelial atypia or malignancy. Concerning the injuries reported in this case,the following one/ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: new event depression was added. Reporter information, medical history and concomitant drug were added. Pregnancy was downgraded form serious incident to non serious incident and event chronic endometritis added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.